Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6, h11 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later confirmed rupture and capsular contracture baker grade IV. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side folds and implant size is small. Patient also reported breathing issues, pain inside and chest feeling heavy. Later, patient reported rupture. The device remains implanted.